Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned for evaluation. A visual inspection found a complete compound rupture in the approximate middle of the balloon. Therefore, the investigation is confirmed for the reported rupture. However, the investigation is inconclusive for the reported retraction issue, as the device was not able to be fully functionally tested due to the identified rupture. The balloon rupture likely lead to the retraction issues. However, the definitive root cause for the balloon rupture or retraction issues could not be determined based upon the available information. Per the reported event details, a 10ml syringe was used to inflate the balloon. The instructions for use states that a pressure monitoring device is recommended to avoid over pressurization. It is unknown if procedural issues or over pressurization of the balloon contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. (B)(4).

Event description:
It was reported that during an angioplasty procedure of a tight stenosis in the cephalic vein, the pta balloon allegedly ruptured between 10 and 11 atm on the first inflation. It was further reported that the health care provider had difficulty retracting the balloon through the 7fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure of a tight stenosis in the cephalic vein, the pta balloon allegedly ruptured between 10 and 11 atm on the first inflation. It was further reported that the health care provider had difficulty retracting the balloon through the 7fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.